Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient, he had a right tka done on (B)(6) 2020. Patient has been experiencing pain since his surgery. He has problems urinating, unable to lay down and has to sleep on a recliner and he's experiencing popping. His pain has never stopped.

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon patella was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: the event description from the product inquiry summary states: it was reported by the patient, he had a right tka done on (B)(6) 2020. Patient has been experiencing pain since his surgery. He has problems urinating, unable to lay down and has to sleep on a recliner and he's experiencing popping. His pain has never stopped. It is confirmed that the patient had a cemented primary total knee performed on (B)(6) 2020 and had ongoing global knee pain post-operatively. Workup for this nonspecific pain ruled out infection and no mechanical cause was determined. At his first post-operative office visit at two weeks post surgery it was noted that the patient was experiencing urinary retention and had to have a catheter placed. He was awaiting a urology consultation. The root cause for the ongoing pain following tka cannot be determined from this limited documentation. Both x-rays and an MRI show a cemented tka in anatomic position without evidence of mechanical complication. Synovial fluid analysis and culture reports showed no evidence of infection. Post operative urinary retention is a well recognized possible complication of surgery. Should additional information become available I would be happy to further this review. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient is experiencing pain post implantation of stryker knee components. A review of the provided medical records by a clinical consultant indicated: the event description from the product inquiry summary states: it was reported by the patient, he had a right tka done on (B)(6), 2020. Patient has been experiencing pain since his surgery. He has problems urinating, unable to lay down and has to sleep on a recliner and he's experiencing popping. His pain has never stopped. It is confirmed that the patient had a cemented primary total knee performed on (B)(6) 2020 and had ongoing global knee pain post-operatively. Workup for this nonspecific pain ruled out infection and no mechanical cause was determined. At his first post-operative office visit at two weeks post surgery it was noted that the patient was experiencing urinary retention and had to have a catheter placed. He was awaiting a urology consultation. The root cause for the ongoing pain following tka cannot be determined from this limited documentation. Both x-rays and an MRI show a cemented tka in anatomic position without evidence of mechanical complication. Synovial fluid analysis and culture reports showed no evidence of infection. Post operative urinary retention is a well recognized possible complication of surgery. Should additional information become available I would be happy to further this review. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient, he had a right tka done on (B)(6) 2020. Patient has been experiencing pain since his surgery. He has problems urinating, unable to lay down and has to sleep on a recliner and he's experiencing popping. His pain has never stopped.